Manufacturer narrative:
Follow-up # 1 date of submission 2/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 2/01/2016 with the following findings: during visual inspection of the pump, it was observed that the returned battery cap was able to fully tighten to the pump and was removed with no defects. A test battery cap was also able to fully tighten to the pump and was removed with no defects. It was also observed that the top slot of the returned battery cap was damaged and two of its contact heights were out of spec. There were also two battery compartment cracks below the bumper.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the user was unable to remove the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.